Manufacturer narrative:
Service history review: lot 003039/6290909: a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the screw on the bottom cover was cracked and had a piece break off, and two other screws had hairline fractures. The repair technician reported the motor was running slow, and the housing was damaged during disassembly. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired per the service manual, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include gxl. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the service history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the screws on the bottom cover of the hand piece for battery powered driver has a crack and a piece broken off. Two (2) other screws have hairline fractures going through them as well. This issue was discovered outside of the operating room during the cleaning process. No case or patient involvement was noted. This report is 1 of 1 for (B)(4).